Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion sur gery. Reportedly, the patient "developed overgrown bone, experienced significant pain and suffered other serious injuries." No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2005 ¿ pt. Underwent surgery for c5-c6 acdf with stryker reflex plating system, stryker chorus allograft and stryker op-1. On (B)(6) 2006 ¿ pt. Presented for surgery with pseudoarthrosis c5-6 with foraminal stenosis. Pt. Underwent procedure for posterior foraminotomy and posterior fusion c5-6 with instrumentation, local bone, and infuse, and mastergraft matrix. ¿infuse was wrapped around a mastergraft matrix and impacted into the facet joint as well as along the lamina and along the lateral masses for fusion.¿ on (B)(6) 2006 ¿ ¿the patient states that her pain is better than before surgery. Percentage of improvement is 65%.¿ ¿x-rays show good position of instrumentation. Fusion appears to be consolidating posteriorly and anteriorly.¿ on (B)(6) 2007 ¿ pt. ¿has less pain than she did in the past; however she still complains of pain.¿ x-rays show ¿the instrumentation is intact. There appears to be consolidation of the fusion at the level.¿ on (B)(6) 2007 ¿ ¿she continues to complain of neck pain.¿ ¿CT scan shows a solid fusion both anteriorly and posteriorly. Instrumentation both anteriorly and posteriorly was in place. There is no evidence of neural compressive lesion. She does have some degenerative changes at the level above and below the fusion. Solid fusion on ap/lat c-spine x-ray.¿ on (B)(6) 2009 ¿ x-rays show ¿the patient is status post cervical fusion at c5-c6. Posterior and anterior hardware noted. Alignment is satisfactory. There is no significant motion with flexion or extension. Degenerative changes moderate at c4-c5, moderately severe at c6-c7.¿ on (B)(6) 2012 ¿ ¿she continues with chronic neck pain mostly on the left side and muscle spasms as well.¿ on (B)(6) 2012 ¿ cervical MRI shows ¿central disc protrusion at c3-4. Anterior fusion at c5-6. Severe left neural foraminal narrowing at c6-7 due to uncovertebral osteoarthritis.¿ on (B)(6) 2013 ¿ ¿ap, lateral, swimmers view and open-mouth view of cervical spine show a normal anatomic alignment without an acute compression collapse. Postsurgical changes are noted at c5-6 disc space level from anterior and posterior fusion with placement of metallic hardware. Moderate degenerative disc space narrowing is seen at c6-7 level.¿